Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer¿s blood glucose level was 165 - 170 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.